Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, one hundred caps were observed to be a different shade of yellow and also have different markings on the cap making the tubes unable to be used with the laboratory instrument. No patient impact reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 22-mar-2024 h.6. Investigation summary: bd received 100 samples and 1 photo for investigation. The photos were reviewed and the indicated failure mode for cap color variation with the incident lot was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to cap color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cap color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, one hundred caps were observed to be a different shade of yellow and also have different markings on the cap making the tubes unable to be used with the laboratory instrument. No patient impact reported.